Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device went off. The health care professional (hcp) was unclear if that means shock or not. Boston scientific technical services (ts) discussed that if shock then it was a yellow alert that would have presented. The health care professional (hcp) will then call the patient back to confirmed if it meant by device went off as it could be something related to the communicator and not the device. No further information has been obtained despite good faith efforts. This ICD device remains in service. No adverse patient effects were reported.